Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: 930815 , batch no: unknown. It was reported that patients developed burn-like injuries to their operative upper arm.